Manufacturer narrative:
Received the part.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the cup was implanted, but on the post operation x-ray, the aspect of the coating showed a defect. The surgeon decided to revise and replace the item with one of the same reference #. The post op. X-rays were okay. The original surgery was in 2016. The exact date is unclear.